Event description:
Treatment of an ophthalmic right interior carotid artery (ica) aneurysm. During the procedure, it was reported that the pushwires of two pipeline devices fractured during deployment. The broken segments were removed with a goose neck snare and the procedure was aborted. No injury to the patient was reported as a result of the procedure. Same event as MDR # 2029214-2012-00669.

Manufacturer narrative:
The pushwire was returned in two broken segments. Cross sectional analysis of the break point showed the failure of the core wire occurred due to torsional overload. Pushwire separation. (B)(4).